Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had an infection after the primary surgery. They decided to open up pt and clean out infection. While pt was open, they decided to swap out the old liner and head. The surgeon used a zimmer head and stem 28mm."